Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube had a dent, the cover glass of the insertion section was cracked, the charged coupled device was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: the charged coupled device was broken. In regard to the newly identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during inspection for use, the rigid video laparoscope displayed a milky image in 3d. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.